Event description:
It is reported that the patient was revised due to a fall in 2006 where he sustained a type iii lewis-rorabeck distal femoral periprosthetic fracture.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.